Event description:
It was reported the customer was hospitalized due to low blood glucose of 28 mg/dl. Paramedics were called to the house. Customer's mother reported the insulin pump got disconnected from the customer and customer got a long term shot. Customer's mother stated she connected the insulin pump to the customer but forgot to forget to suspend the device, so customer got double insulin. Customer's blood glucose rose prior to paramedics getting there. Her mother treated with juice and glucagon. Customer's mother declined troubleshooting. No further information.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.